Event description:
New information received notes that the patient was never in vf; it was the noise calling it vf. Device was reprgrammed to solve the issue. The patient was asymptomatic and will continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during follow-up in clinic, it was noted that the patient had vf episode and device inhibited therapy due to right ventricular lead noise. There were no adverse consequences to the patient.